Event description:
There was no patient involvement. The issue was found during preventative maintenance. It was reported that the pump would shut off when something is plugged into the usb. As a result, the bad usb was replaced. Performed pm and functional checks, the unit check out okay.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Returned for investigation was the usb front panel cable (p/n: 5100-9200-008). Visual inspection of the returned sample was performed. A bent pin was noted inside the metal housing, on the front panel side of the cable. Due to the returned state of the device, functional testing with the iabp was not performed. The cable was tested for continuity. The ground pin was confirmed to be shorted to the metal housing. All other pins passed continuity. According to the fsr and email, the usb cable was found damaged and caused the pump to shut off during pm. The usb front panel cable (p/n: 5100-9200-008) was replaced by the field service agent. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of the pump shut off when something is plugged into the usb was confirmed by the field service agent. Upon return, the usb a female connector was noted damaged, and a connector pin was noted bent, which caused a short to ground. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the bent pin. A definite root cause is undetermined; however, a potential cause is excessive force while inserting the mating usb in the wrong orientation. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
There was no patient involvement. The issue was found during preventative maintenance. It was reported that the pump would shut off when something is plugged into the usb. As a result, the bad usb was replaced. Performed pm and functional checks, the unit check out okay.